Event description:
Pt having laparoscopic myomectomy, using laparoscopic harmonic scalpel. Scalpel stopped working during procedure, giving error messages. New device obtained to complete procedure. No harm to patient. FDA safety report ID# (B)(4).